Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface broke during surgery.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) bottom confirmed that the tasp has fractured into 3 pieces. The tasp fractured along both sides of the post. This separated the medial and lateral sides and left the post as the third piece. This device also had minor nicks and scratches and these are likely from use. This device is used for treatment. Per the sales rep, the missing piece was thrown away after surgery. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.